Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported and noted on electrocardiogram (ECG) that one day post implant the right atrial (ra) lead had dislodged. Reprogramming occurred and the ra lead remains in patient. No patient complications have been reported as a result of this event.